Manufacturer narrative:
(B)(6).

Event description:
It was reported that when checking the anchor for proper fixation after insertion, the sutures pulled out leaving the anchor by itself in the bone tunnel. A new bone hole was prepared and a back-up anchor was used to complete the procedure without further incident.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. The visual inspection shows a returned device which was received deployed. The shaft is slightly bent on several places. No sutures were returned with the instrument. The dial is fixed and could not be turned. No drill/drill guide, no sutures and no implant or other parts have been returned. Functional evaluation could not be performed. The device is a single used device and could not be functional tested. The complaint was not verified. From the information provided, the anchor did not deploy fully. The q fix anchor was pulled out of the hole. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 1.8mm q-fix all suture anchor, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the sutures pulled out leaving the anchor by itself in the bone tunnel. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Or incorrect alignment between bone hole and device. Excessive force applied to the device, joysticking and incorrect alignment between bone hole and device can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.